Event description:
It was reported in a literature report that 77 peritoneal dialysis (pd) patients experienced dialysis related infections and as a result were changed to hemodialysis during a study on the impact of individual and environmental socioeconomic status (ses) on pd outcomes. The patient¿s were performing continuous ambulatory peritoneal dialysis therapy. The nature of the dialysis related infection was not reported and additional information was unable to be obtained.

Manufacturer narrative:
(B)(4). The dates of the events are unknown, however, the information was taken from an article dated november 2012. The information came from literature article: xu rong, et al., impact of individual and environmental socioeconomic status on peritoneal dialysis outcomes: a retrospective multicenter cohort study. Plos/one. Doi: 10.1371/journal.pone.0050766. As the samples were not returned and the lot numbers are unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.